Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded battery tube. No corroded found at battery spring. The insulin pump passed displacement test, operating currents, self-test and off no power test. No blank display and no battery out limit alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer states that he woke up with the blank pump and proceeded to change the batteries. After the display returned, but went blank after four hours. Troubleshooting was performed and discovered the spring was corroded. The customer's blood glucose level was 213 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.